Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon receipt, the power supply brick was defective. The root cause for the defective power supply brick would not be positively identified. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) had a defective power supply brick. The last pt to use this battery charger/modem did not report any deficiencies.